Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) has been implanted for 35.7 months. The battery status is middle of life 2 (mol2) with a monitoring voltage of 2.59v and a charge time of 14.3. The device gas gauge indicates the device is nearly at elective replacement indicator (eri). The physician expressed concern over the device longevity.